Event description:
It was reported that the red side of the zimmer ats 2000 tourniquet does not regulate down. Additional clinical follow up indicated that the ats was inflated and maintained the prescribed set pressure until the surgeon manipulated the affected limb. The ats unit then began to display an increased pressure value during limb manipulation and produced an audible alarm with a "high cuff pressure" led message displayed. The room staff was familiar with the unit's alarm condition at this time based on the pressure variance created by manipulation. When limb manipulation completed however, the pressure did not return to the lower set pressure as expected. The hi-cuff pressure led message remained with the audible alarm. The experienced rn circulator transferred the red hose, on the primary side of the unit, to the blue, secondary side of the unit. The procedure completed as planned without further tourniquet issue. There was no report of harm, increased incisional bleeding, increased surgical time, or surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.